Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be flattened. Fluid was observed exiting the distal tip of the soft cannula and no leakage was found. The downloaded data showed no signs of struggle or pulse width increase that would indicate a failure to deliver insulin. It cannot be conclusively determined when the damage to the cannula occurred and if it contributed to the reported event. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod. The patient smelled and felt insulin on the skin. The pod was removed and the site appeared red and swollen. A new pod was applied to treat the hyperglycemia.